Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32125. It was reported that, during implant surgery on (B)(6) 2020, a contact was sheared from the lead and there was high impedance on 1 contact of the lead. The lead was left implanted in patient. It is unknown from which lead the contact sheared, so both leads are being reported. The sheared contact is reported in manufacturer reference numbers: 1627487-2020-32123 and 1627487-2020-32124.